Event description:
The customer reported that the device did not cut. A new device was used to complete the procedure. The complaint device was returned to the MFR without the clear insulation. The customer was contacted and they did not know when the clear insulation came off the device, but confirmed that it did not fall into the pt cavity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.